Event description:
During a gall bladder procedure, there was an error code 5: instrument. Instrument suddenly stopped after being used 30 minutes. They used another instrument and it worked. There was no patient consequence.